Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had insulin pump error and failed battery alarm. The blood glucose was 10 mmol/l at the time of the incident. Did self-test which did not pass and customer stated that, they did not see missing segments during the self-test. Pump did not alarm battery failed alarm. Customer states they receive frequent battery failed alarms. Alarm is cleared before inserting battery. Customer is able to complete pump rewind. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.